Event description:
Patient's dura torn during a craniotomy. The hospital just purchased a new b-1 attachment and felt like the tool (b-1) was touching the tip of the attachment. The tool was rubbing against the foot of the attachment and would not spin. The nurse readjusted the tool to make sure it was seated properly and it still seemed like it was touching. They tried another b-1 tool and it did not fit properly. The attachment on the motor was loosened (unscrewed) to get the tool to work and used for the surgery. The surgeon was really having to use force to turn the flap. The patient's dura was torn. Dura substitute was used for repair. All products were midas rex products.